Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3), as the office staff reported skin lesions on hands, fingers and palms after working with this material. This material is not sold in the USA. Kulzer north america distributes a comparable product, where the indications of use are the same and the chemistry is similar. The incident is reported by importer to maintain compliance with 21 cfr 803 and out of an abundance of caution. Manufacturer's view: the dental technician developed those symptoms and sought help of a dermatologist who prescribed a cortisone ointment and soothing cream. The technician has not fully recovered yet. IFU contains instructions for personal protection equipment when mixing and working with the material. The technician disregards best practice personal protection recommendations of manufacturer at first. Meanwhile he ist following, nevertheless, the symptoms have not fully disappeared.

Event description:
Dental technician developed skin lesions while grinding cured material.